Event description:
A healthcare facility in (B)(6) reported that an mr290v humidification chamber was 'broken'. This was found before use on a patient.

Manufacturer narrative:
(B)(4). The complaint mr290 chamber was reportedly sent to fisher & paykel healthcare in (B)(4) on the 22nd of january 2014. To date it has not been received and we have concluded that it has been lost in transit. We were not provided with sufficient information about the nature of the problem and are thus unable to determine whether there was any defect of the subject mr290 chamber. A lot check revealed no other complaints for the lot number provided.

Event description:
A healthcare facility in (B)(6) reported that an mr290v humidification chamber was 'broken'. This was found before use on a patient.

Manufacturer narrative:
(B)(4). The complaint mr290 chamber is currently en route to fisher & paykel healthcare in (B)(6). We will provide a follow up report upon completion of our investigation.